Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an altitude alarm intermittently occurred while the customer was not outside the labeled operating altitude range with multiple cartridges, causing the customer to experience a low blood glucose (bg) level (40 mg/dl). Customer consumed carbohydrates to address the low bg level. Reportedly, the customer reverted to an alternate method of insulin therapy.